Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited intermittent sensing and fluctuations in pacing due to poor lead placement. This lead was successfully explanted and replaced during a device upgrade procedure. No additional adverse patient effects were reported.